Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging her ipg. A x-ray revealed that the battery appeared to have turned 90 degrees. The physician relocated the pocket and the patient was reportedly doing well following the procedure.